Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient experienced syncope. The ventricular lead exhibited loss of capture and was fractured. The lead was capped.